Event description:
It was reported that patient underwent a primary hip procedure due to tumor. Subsequently, the patient experienced joint dislocation and underwent a revision approximately 1 month later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000702 ¿ g7 shell ¿ 7205109, unknown head ¿ unknown part and lot, unknow stem ¿ unknown part and lot. Report source: australia. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02074.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.